Event description:
The patient reported increased pain and inadequate pain relief. Attempts were made to change the transmitter settings without success. As of (B)(6) 2024, the patient has not seen the implanting clinician and there are no plans to explant the device at this time. No additional information was provided.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and no attempts to change the transmitter settings have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.